Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) hospital the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the camera head exhibited cut on cable sleeve and internal core was visible. The issue was identified at the time of inspection for use. There were no reports of patient involvement.